Manufacturer narrative:
The 510 (k) # is k072543. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on their one touch select meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to obtain further clinical information. The patient mentioned that on the night of (B)(6) 2011 the patient tested their blood glucose and obtained a 520 mg/dl, 542 mg/dl and a 575 mg/dl. Readings were not done back to back. The patient is on insulin. Approximately 5 hours later, the patient developed symptoms of feeling shaky and nauseated. The patient did not self-treat or seek any medical attention due to the alleged issue. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, whether the patient took insulin based on the alleged high readings on (B)(6) 2011 and how much they had taken. The complaint is being reported since the patient alleged that due to the alleged high reading, they later developed symptoms suggestive of a serious injury.